Event description:
The reporter stated that she did a meter to hcp meter comparison, side by side. Her meter result was 220 mg/dl, and the dr's office meter (type unk) result was 160 mg/dl. She did not have any symptoms. The lifescan rep reviewed qc procedures with the reporter, and discussed meter to lab test and meter to hcp meter for checking accuracy.